Manufacturer narrative:
Date of event: exact date unknown, event occurred over a week ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 3155999/5056101.

Event description:
It was reported that the patient was experiencing pain in the left foot. It was also noted that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device will not be returned.